Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.

Event description:
It was reported the customer was hospitalized for low blood glucose. Date of hospitalization was (B)(6) 2015. The customer's blood glucose was 250 mg/dl at the time of admission. The customer stated their blood glucose declined to 41 mg/dl prior to being hospitalized. Customer was able to treat their blood glucose with candy before being hospitalized. It was also found the customer's blood glucose rose to 400 mg/dl after treatment with candy. Troubleshooting found the customer's insulin pump was working as designed. The customer requested to have their insulin pump replaced as the insulin pump delivered 70 units of insulin to their body at once. Customer stated this incident caused a hospitalization event. No additional information provided.

Manufacturer narrative:
The pump passed the delivery accuracy test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.